Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer performed a pump reset and received assistance from technical support. No further issues arose after the reset. Customer resumed pump therapy.